Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings. Investigation revealed a cracked battery compartment below the grip pad to the case seal. The display was also dim with reddish text. Unrelated to the complaint, the audio bolus button cover was found to be missing. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below grip pad to case seal. The display was also dim with reddish text. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.